Manufacturer narrative:
The patient is reported to be in his 70s. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced "drug-induced chylous peritoneal effluent". The cause of the event was unknown. A day after the event onset, the patient was hospitalized due to the event. It was reported that the patient was not treated with any medication for the event. At the time of this report, the patient has recovered from the event. Without treatment. Pd therapy was ongoing. No additional information is available. No additional information was available.